Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/22/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were vicryl and vicryl rapide sutures involved in the patient event? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status? Product code and lot # if applicable, will product be returned, return date, tracking information

Event description:
It was reported that the patient underwent total laparoscopic hysterectomy on an unknown date and suture was used. Following the procedure, the patient experienced wound dehiscence at the cuff. Additional information has been requested.